Event description:
It was reported that air bubbles were observed within the cartridge. Reportedly, the customer had filled the cartridge with cold insulin. There was no adverse impact to the customer¿s blood glucose level. Customer primed the tubing to address the issue.